Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by unspecified pain. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapies remained ongoing. At the time of this report, the patient remained hospitalized and the antibiotics were continuing. The patient is currently recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event was reported as unknown date in (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.